Event description:
The customer reported that the generator was in use with a non-covidien electrosurgical pencil during a hernia procedure, when the pencil continued to activate after the surgeon had stopped pressing the activation button on the pencil. There was no harm to the pt. The customer considers the defect to be with the electrosurgical pencil, not the generator.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning for eval. A review of the device history records indicates that rework performed previously on this unit is not related to the current incident. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.